Event description:
It was reported that the programmer touch screen was not working. No patient involvement was reported. The programmer will be return for repair/analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs, after some stressing of the touchscreen. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. An error codes were recorded. The reported error codes have been seen before; the guidance is to re-boot the programmer system. This will re-start the software and will, most times, clear the error.